Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, there were wires frayed on the mega suturecut needle driver instrument. There were no issues using the instrument prior to the wires fraying. There were no fragments that fell into the patient. Abdomen was searched and nothing was seen. Another instrument was obtained, and the case proceeded without delay. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the proximal clevis hole and the grip hub. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The instrument was found to have a frayed grip cable at the grip hub in addition to being fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.